Event description:
It was reported that during the atrial ventricular node ablation in the right atrium farawave catheter was selected for use. It has been mentioned that the physician crossed the septum to ablate from the left atrium. A weight-based dose of heparin was administered. Thrombus forming on the tip of the non- boston scientific (non-bsc) sheath was observed on intracardiac echocardiography (ice) and the physician was notified. The sheath was aspirated, flushed and the procedure continued. Activated clotting time (act) was reported as not therapeutic despite multiple heparin dose given. Nurse switched to angiomax given in different IV. Thrombus was noted and the non- bsc sheath was aspirated multiple times. Ablation was concluded and catheter and sheath were removed from left atrium. The procedure was completed using original device. The patient also suffered thrombotic stroke which was confirmed by computed tomography angiography (cta) imaging and was transferred to comprehensive stroke facility. The patient was admitted to hospital beyond the standard of care and the issue remains ongoing.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.